Event description:
A customer contacted baxter's global technical service center to report the homechoice machine had been giving the homepatient (hp) a last fill when programmed for no last fill. This event is reportable for a program change. The technical service representative (tsr) will swap out the machine.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The reported issue of machine giving last fill when programmed for no last fill was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. The device was power cycled with no errors observed. A review of the device logs revealed the last fill was set to zero and at the end of the final drain a status: 132 was recorded and is a normal operation of the device. The logs do not indicate the device delivered any more fluid therefore the reported issue was not confirmed. The assignable cause for the machine giving last fill when programmed for no last fill was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.